Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Brand name: primary tubing sets. D.4. Model #: pri tubing. D.4. Catalog #: pri tubing.

Event description:
It was reported that primary tubing sets leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported IV tubing leaking around the port flush connector. Our night shift rn team leader notified me of an issue with some of the IV tubing leaking around the port flush connector. She noticed it coming from the built-in y-connector (where you would give meds or flush the line). She said the tubing is loose and would separate from the line. This has happened a couple times and maybe a manufacturing defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing leaked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported IV tubing leaking around the port flush connector. Our night shift rn team leader notified me of an issue with some of the IV tubing leaking around the port flush connector. She noticed it coming from the built-in y-connector (where you would give meds or flush the line). She said the tubing is loose and would separate from the line. This has happened a couple times and maybe a manufacturing defect.